Event description:
In 2005, patient developed a blistering response in the cheek and mandible regions following her second treatment with the fraxel sr laser system. The second treatment with the fraxel sr laser system was administered at a setting of 2000 mtz/cm2 and 12mj. The physician (dr. Barton) reported on 03/06/06 (date of reportability) that the patient developed a scar along the right cheek/jaw line.

Manufacturer narrative:
Factory test reports indicated that m0488 performed as expected. Calibration and power outputs were found to meet product specifications. Review of the manufacturing records and DHR for the system noted no non-conformance related to the event. See scanned page.